Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that no capture was observed on the right atrial (ra) and right ventricular (rv) leads. Imaging confirmed that the ra and rv leads had pulled back into the superior vena cava (svc). The ra and rv leads were explanted and replaced successfully. The patient was stable throughout with no complications.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, and noise. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction section d4 and h4: the product serial and model # with corresponding product details were corrected. The serial should have been (B)(6) instead of (B)(6). (The UDI #, lot #, expiration date, manufacturing dates were also updated to match the correct serial)

Event description:
New information received notes that some ventricular lead noise sparked initial interrogation but did not trigger any inappropriate event on the right ventricular (rv) lead prior to the procedure. The patient was stable before, during, and after the procedure. Follow up checks were within normal parameters.